Event description:
It was reported that approximately six months post dialysis catheter placement, the catheter allegedly cracked. It was further reported that, the device was removed. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one 10f glidepath d/l catheter were returned for evaluation. Gross visual, tactile, microscopic and functional evaluations were performed. In addition to the returned physical sample, one electronic photo was also provided for review. The investigation is confirmed for the reported fracture and identified discoloration and deformation issue as fracture were noted on both strain reliefs and discoloration was noted throughout. Also twists were noted throughout the distal portion of the catheter body. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiration date: 10/2022), g3, h6 (device). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, a photo was provided for review. The investigation of the reported event is currently underway. Expiration date: 10/2022. Device pending return.

Event description:
It was reported that sometime post dialysis catheter placement, the catheter allegedly cracked. It was further reported that, the device was removed. The procedure was completed using another device. There was no reported patient injury.